Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. The proximal aorta was 23-27 mm in diameter and 10-12 mm in length. It was reported that the bifurcated stent graft was inadvertently placed approximately 5 mm short of the lowest renal, so the physician decided to implant an endurant aortic cuff pre-emptively. The cause of the inaccurate delivery was due to the reversed funnel shaped aortic neck. No endoleak was present. The patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft misplacement), patient's condition affected effectiveness of device (reverse funnel shaped aortic neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (reverse funnel shaped aortic neck).